Event description:
It was reported that an asymptomatic patient presented via merlin@home transmission. The device was post-paced t-wave oversensing. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).